Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient presented with mastoiditis (non-device related) resulting in the surgical site rupturing. There was purulence and granulation at the mid-postauricular incision. The patient was hospitalised and the device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.